Event description:
It was reported during an unknown procedure while using the mcl20 the clips did not form correctly. A new mcl20 was opened to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Ligaclip multiple clip applier-based upon the inquiry information received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident that "while using the mcl20 the clips did not form correctly" during surgery. The applier was received in good physical condition, with no clip in the jaws. The instrument was examined and found to be functional. The applier was cycled and properly fed a clip into the jaws, and then fed, and formed the remaining 5 clips within design specification and without incident. It was concluded that the applier was conforming to design specifications.